Event description:
It was reported that a revision surgery was performed for a synovectomy procedure with poly exchange, due to the patient was complained of had increased laxity, pain and swelling about the knee. The devices that were implanted to the patient in the primary total knee arthroplasty in 1999, are unknown.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, based on the limited information provided and without the return of the device for evaluation the root cause of the reported increased laxity, pain, and swelling cannot be determined. It¿s not likely that the poly was the reason for the revision. The future impact to the patient beyond the revision cannot be determined. Should additional information becomes available this issue can be re-elevated. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.